Event description:
It was reported that the patient's pump had alarmed and they currently have a yellow light on the pump. The caller was instructed to press select and the screen lit up. The pump restarted and the screen reads running and reservoir volume empty in 15 hours and 39 minutes. There was an alarm to check for empty tubing or reservoir and the pump stopped. The caller was instructed to silence the alarm and power off the pump. The caller was instructed to clamp the tubing and remove the cassette, but the lever would not move and it is locked. The caller was instructed to remove and replace the batteries after 20 seconds. Afterwards, the pump powered back on and the pump alarmed to remove and reattach the cassette. The caller was instructed to remove the batteries from the pump and keep the clamp closed on the tubing. The caller was instructed to call clinic for further instructions. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.